Manufacturer narrative:
(B)(6). Date of event: unknown date in 2017. This report is for 4 unknown locking screws/unknown lot (2 4 mm distal locking screws and 2 proximal locking screws). Part and lot number are unknown; UDI number is unknown. Implant date: unknown date in 2016. The 2 4 mm distal locking screws were explanted on d(B)(6) 2017; the other screws remain implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of distal locking screws and tibial nail on (B)(6) 2017 due to pain. The tibial nail and screws were originally implanted in 2016. The patient's children kept stepping on her ankle causing pain where the screws were. The surgery was successfully completed with no delay. The patient outcome was reported as okay. This report is for 4 unknown locking screws. This is report 1 of 2 for (B)(4).